Event description:
The user facility reported that during an angioplasty procedure of a "highly calcified" superficial femoral artery, the distal portion of the angiographic catheter "fractured and 15cm stayed in the pt." The procedural report from the physician stated that the catheter was "advanced with difficult across the stenosis" and then, was "difficult to (remove) because of the tightness of the stenosis". Upon removal, the distal portion was noted to have separated. Subsequent contrast injection "demonstrated reconstitution of the popliteal artery and no change in runoff. Because of this it was elected not to proceed" with the procedure and "it was elected to leave the catheter in place."

Manufacturer narrative:
Results- is based upon evaluation of user facility info and the return sample. Conclusions- is based upon evaluation of user facility and the return sample. Visual examination of the returned sample confirmed that the catheter had been pinched during use, and then, torn in half due to an axial force being applied against resistance. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause cannot be definitively determined, the description of the event and appearance of the involved sample are consistent with damage from attempting to withdraw the device against resistance. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file at the mfg facility for appropriate tracking, trending and follow up.